Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during priming. The blood glucose level is 312 mg/dl. Customer states they treated for the high blood glucose with a manual injection. Troubleshooting was declined by the customer, but the set will be replaced. No further information was provided.